Manufacturer narrative:
Correction: sections a.1, a.2, a.3, b.1, b.2, b.3, d.1, d.4, d.6, d.7, e.1, d.10, g.3, h.1, h.4, & h.6. Advanced bionics considers the investigation into this event as closed. Advanced bionics has deemed this case a duplicate. Please refer to MDR# 3006556115-2025-01389. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to infection. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.